Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A two-wire technique was then utilized with a non-bsc guide extension catheter however, the device still failed to cross the lesion and it was noted that the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal side with struts distorted, overlapping and lifted from the stent profile. The proximal and centre part of the stent showed no signs of damage. The crimped stent outer diameter (od) on the undamaged proximal side was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A two-wire technique was then utilized with a non-bsc guide extension catheter. However, the device still failed to cross the lesion and it was noted that the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.